Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. First it was reported that there was always high impedance on electrode 7, thus ablation was not possible. Exchanged for a new catheter (varipulse¿ bi-directional catheter / lot number: unknown) and restarted the trupulse which solved the problem. No harm was reported. Additional information was received on 22-jun-2026 which indicated that after, it was reported one day post ablation, the patient developed a cardiac tamponade. It was punctured to drain blood from the pericardium and the patient was reported to be doing well. Additional information was received on 13-jul-2026. The patient fully recovered; however, required prolonged hospitalization for monitoring. This was a varipulse pro case. Pfa was performed, about 24 ablations (19 of which were within the pulmonary veins and 5 were outside of the pulmonary veins at the carina - 2 left and 3 right). The procedural act during procedure was ~350. The catheter was exchanged one time. One transseptal puncture site was performed during the procedure. Abbott brk needle used in the transseptal puncture. No evidence of steam pop. The flow setting was set to varipulse pro settings 4ml, 30ml during ablation. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. It was reported that high voltage on different electrodes was the reason for catheter exchange, since ablation was not possible. The high voltage and high impedance issues were originally considered non-reportable under the first varipulse¿ bi-directional catheter (lot number: 31891380l), however, bwi became aware on 22-jun-2026 that the patient developed a cardiac tamponade and have assessed the adverse event as reportable. The reportable awareness date for this record is 22-jun-2026. The adverse event was assessed reportable under the second varipulse¿ bi-directional catheter (lot number: unknown).